Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically sampled. The sample was being sent to an independent laboratory for testing, however, the sample leaked during transportation and the sample could not be tested. No positive culture was identified. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus for evaluation after sampling. The angulation was out of specification and was reset to production standard. The distal end plastic cover had some minor dents. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: no similar complaint was raised with the same/similar model device in the past. A similar complaint from another facility was patient identifier (B)(6). The root cause of the issue could not be identified. The relation between device and event was not able to be specified because the sample leaked before getting to the lab and there was never a positive culture. The instructions for use (IFU) provides the following guidelines: the IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had potential microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.